Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument for evaluation. The instrument was found to have a broken grip at the midpoint. Failure analysis found the primary failure of a broken grip tip to be related to the customer reported complaint. Broken material, approximately 0.32" x 0.10", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw. A review of the instrument log of the long bipolar grasper (part # 470400-10/ lot # n10190819-0067) associated with this event has been performed. Per the logs, the instrument was last used on 7-july-2021 on system sk2483. The alleged event occurred on the 7th use of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip on long bipolar grasper broke off inside of the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information about the complaint: the instrument and the fragment will both be returned back to isi. The surgeon was able to retrieve the fragment with another instrument. The long bipolar grasper was only in use for 1 minute when the instrument broke. The surgeon doesn't know what caused the instrument to break. He was just moving it around when the issue happened. There was no collision with any other instruments or any hard material during the procedure. No post-operative tests were performed. There have been no reports of any complications to the patient post-procedure. The patient was a 58 year old male.